Event description:
Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified crease fold, wear abrasion, opening on anterior and yellow particles. Leak test and microscopic analysis were performed which identified crease(smooth) opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is an opening crease(smooth) on posterior due to fold (flaw) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.